Manufacturer narrative:
3004209178-2018-16076 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy pacemaker (crt-p) was programmed to 50 beats per minute (bpm) at night, however the patient's heart rate was 89 bpm. The patient also reported that due to the high heart rate they were restless and unable to sleep. Follow up with the patient's clinic yielded no further information. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.